Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that during and unrelated procedure the patient's system was explanted and replaced due to an infection. The patient's condition post procedure was fine.